Event description:
The biomedical engineer (bme) reported that the multi-gas unit was intermittently not reading sevo fluorine during patient use. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multi-gas unit was intermittently not reading sevo fluorine during patient use. They were using drager water traps and nk cables. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 01/03/2024 emailed the bme for all items under the no information list. No reply was received. Attempt # 2: 01/08/2024 emailed the bme for all items under the no information list. No reply was received. Attempt # 3: 01/15/2024 emailed the bme for all items under the no information list. No reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit was intermittently not reading sevo fluorine during patient use. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multi-gas unit was intermittently not reading sevo fluorine during patient use. They were using drager water traps and nihon kohden (nk) cables. No patient harm was reported. Investigation summary: the reported device was sent in for evaluation and repair. The reported issue was not duplicated or confirmed. Upon evaluation from the nk repair center (rc), it was found that the top cover and bottom chassis had minor cosmetic damage. During the gas accuracy test the device gave appropriate reading levels to manufacturers specifications. However, due to sevo fluorine being a general anesthesia gas, nk is unable to obtain this gas for testing. Based on the available information, the most probable root cause could be either improper maintenance, gas module failure, or normal wear and tear of internal components, as the device was purchased in (B)(6) of 2014. Nk rc also identified several potential causes related to no reading issues, which are not limited to, intermittent readings: this is related to the settings on the monitoring device in which the multi-gas unit gf-210ra is connected to. Additionally, a gas reading cannot be obtained when the measurement system is not properly connected. The customer can be advised to use troubleshooting steps in the gf210ra operator's manual, 0614-905501e, which can be provided with technical support (ts) by the nk ts team as needed. A serial number review of the reported device (model: gf-210ra, sn: (B)(6) does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. . Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multi-gas unit: bedside monitor (bsm): model #: ni, serial (B)(6), device manufacturer data: ni, unique identifier (UDI) (B)(4), returned to nihon kohden: na.